Manufacturer narrative:
Field advisory: 1627487-12192011-003-r. This ipg serial number was included in field advisories. UDI #: (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Results: the claims about: ¿patient did not recharge¿ was confirmed. As received, the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not used or charged his ipg for approximately 5 years. An sjm rep confirmed the ipg does not communicate with external devices. Surgical intervention may take place at a later date.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.